Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level ranging between 390-470mg/dl and trace to moderate levels of ketones. Manual injections were administered to address the bg level. Reportedly, the customer would observe that insulin was not dripping out of the infusion tubing during some of the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.